Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2017 a blood glucose of 25.2mmol/l, with vomiting, abdominal pain, polyuria, and polydipsia, associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with insulin via injection and intravenous fluids by their healthcare provider. At the time of the allegation the patient remained hospitalized. During troubleshooting with customer technical support, it was revealed the patient had been using the cartridge longer than the recommended 2-3 days. The loss of prime issue occurred two or more times with more than one cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.